Manufacturer narrative:
Not returned to manufacturer.

Event description:
Per complainant, "rn stated that the jamshidi broke inside patient during bone marrow aspiration. The tip (about 2mm chunk) broke off in iliac crest of patient. Md was not able to get it out."